Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of a 6.5 cm abdominal aortic aneurysm in 2002. Aneurysm and vessel morphology are unknown. The patient has a history of multiple medical problems including a stroke and compression fractures of the spine. Postoperatively, the patient was lost to follow-up for approximately one year. The patient returned to the hospital with a pulsatile abdominal mass, and the aneurysm was found to have increased to 8 cm in diameter. A computerized tomography (CT) scan demonstrated a type I endoleak. In 2003, a talent cuff was implanted to ensure an adequate seal. It was reported that a small type I endoleak was present at the conclusion of the procedure, and that the patient would have a follow-up CT scan in one month. The patient is reported to be fine.